Event description:
A confirmed positive advia centaur xp hbsag result was obtained on a patient sample and considered discordant when compared to an alternate laboratory non reactive hbsag result. The customer performed repeat hbsag testing and ran hbsag confirmatory and the results were reactive and confirmed. The patient sample was sent to an alternate laboratory for verification testing and the hbsag result was non reactive. There was no known report of patient treatment being altered or adverse health consequences due to the positive advia centaur xp hbsag assay result.

Manufacturer narrative:
The cause for the confirmed positive patient result on the advia centaur xp system is unknown. Siemens has inquired if the patient sample is available for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."